Event description:
Customer observed a low patient bias with advia centaur cp br (assay for ca 27.29) reagent lot 047207 when compared to advia centaur cp br (assay for ca 27.29) reagent lot 047206 for three patient samples. Patient results were not reported to the physician. Patient treatment was not prescribed or altered based on the results. There was no report of adverse health consequences due to the discordant advia centaur cp br results.

Manufacturer narrative:
Customer performed an initial method comparison of three patient samples using advia centaur cp br reagent lots 047206 and 047207. Customer then repeated the three patient samples using a fresh reagent pack and a fresh calibration of lot 047207. Repeat results were comparable to the initial results. A siemens technical application specialist went on-site and performed a study with the advia centaur br master curve material and advia centaur cp br reagent lot 047207. Results were within the defined ranges. Quality control values were reviewed for both lots of reagents and were within the customer's ranges, although the quality control results were lower with reagent lot 047207. The system is performing within specifications. The limitations section of the instructions for use states the following: "note do not interpret levels of ca 27.29 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed breast carcinoma frequently have levels of ca 27.29 within the range observed in healthy individuals. Additionally, elevated levels of ca 27.29 can be observed in patients with nonmalignant diseases. Measurements of ca 27.29 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."